Event description:
Caller reported that a cgm error had occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after completing the reset, the caller successfully started their sensor session without the error code reappearing.